Event description:
Customer reported hospitalization due to high blood glucose and ketoacidosis. The blood glucose reading was 300 mg/dl at the time of admissions. Customers stated that she had low and high blood glucose due to her sensor was giving incorrect readings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.